Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery did not charge when plugged into a power source. In addition, it was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was between 150-190 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.